Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced while running a loaded set. Upstream occlusion alarms were also confirmed during a review of the event history log. During the evaluation, the upstream sensor had low fluid numbers. The failed upstream sensor was replaced. Additional information: low readings.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message. It was also reported there was no patient injury.